Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Event description:
It was additionally reported there was no patient involvement. The fault was discovered prior to patient use.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for analysis. The customer's reported problem was "motor not running". The pump had a cracked top case on both corners and a cracked left plunger case. Inspection of the pump's event log revealed motor rate error. The customer's reported problem was duplicated after occlusion tests. The cause of the reported problem was a combination of old blue worm gear, motor assembly, leadscrew and clutch halves that were found to be old, dirty, and worn out. Failure mode was determined to be normal wear. Root cause was determined to be normal wear.